Event description:
It was reported the patient received the following results within 15 minutes: 42 mg/dl and 139 mg/dl. On a different date the patient received the following results within 15 minutes: 58 mg/dl and 126 mg/dl. Same lot of test strips were used.